Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced ise tubing; sodium, potassium and chloride electrodes to resolve the issue. Beckman coulter internal identifier is case-(B)(4). Patient demographic information was not provided. Customer phone #: (B)(6).

Event description:
The customer reported erroneous ise (ion-selective electrode: sodium, potassium and chloride) patient results were generated on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.